Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. The attachment device was evaluated and it was observed that the device was found to be running hot. Therefore, the reported condition was confirmed. However, during evaluation it was found that the unit was not smoking. During repair it was observed that the ball bearings were corroded and worn. The assignable root cause was determined to be due to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair it was observed that the attachment device was running hot and smoking. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of the event was not reported. If additional information should become available, a supplemental medwatch report will be submitted accordingly.